Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, primary surgery was performed at (B)(6) 2019. There are no external factors such as falls. The femoral head slipped off from the g26 bipolar cup. (B)(4).